Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set crimped event on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006516 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found crimped upon removal from infusion site. Complaint investigations. 1 used set was provided and there is visible no defect or damages. The reference samples from the lot have been requested. Test results: visual test according to wi version 2 on the sample returned, 1 set passed the test. Functional flow test 1 according to wi version 1 on sample returned, 1 set passed the test. Visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006516 was manufactured according to the wi version 17 packaging in the multivac 14, on 08/apr/2024, with a total of (B)(4) units. Cannula part: the lot 4c04698 was manufactured according to the wi version 15 machine lc05, on 03/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 27/feb/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6006516 and no other complaint has been registered in database for the same lot 6006516 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for sample returned and reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.